Manufacturer narrative:
Product was received on (b)(64 2013. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The function of the menu and check buttons were tested successful and meet specification. The up button is permanent active due to external mechanic damage.

Event description:
On (B)(6) 2013, it was reported that the rubber on the check button on the patient's infusion device was damaged and the button would no longer function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.